Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep retrieved the log files and replaced the generator interface board and the system interface printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a keyboard failure, a cine driver failure, and a filament regulator failure error message. No pt injury was reported.